Event description:
Event description cpi received information that this transvenous defibrillation lead and implantable cardioverter defibrillator was intermittently oversensing resulting in inappropriate therapy deleivery. The physician performed an invasive procedure and elected to remove the transvenous lead from service. The ICD remains implanted.